Event description:
It was reported to ge that the spot film device support casting was cracked. Apparently, this was discovered on an inspection by ge. There is a concern that the support casting may fail, allowing the spot film assembly to fall. The casting member has been redesigned and replaced. No injury reported from this event.